Event description:
A registered nurse reported that after intraocular lens (iol) implantation, the patient experienced double vision. The lens was removed and replaced with a company monofocal lens in a secondary procedure. The clinical reason for the explantation was that the original lens had decentered posteriorly @ 2 weeks post-op causing capsular rent and visual disturbance. The patient's symptoms were resolved, and the surgeon reported an excellent prognosis. There was no further impact to the patient.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).